Event description:
Caller states the pt tested 4.3 inr and 2.5 inr on the coaguchek xs system during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.